Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with a blank display on the insulin pump. She stated that it had been resolved earlier with a battery change but that the issue recurred. The blood glucose reading was 83 mg/dl. She stated that the insulin pump was scratched. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change due to a broken solder joint on the interface board. The insulin pump passed the displacement and self tests. No blank display was noted. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, and cracked battery tube threads.